Event description:
Pci was performed on this patient who presented for elective treatment of a 99% confirmed restenotic lesion (after stent, s660 (3.5x length unknown) of 8.0mm in length in a 3.8mm vessel diameter. The lesion was also described as (b2) and concentric. The lesion was pre-dilated with a 3.0x15mm cypher at 10 atm before deploying one 3.5x18mm cypher (lot# i0505077) at 16 atm. Ivus was conducted. Timi 0 and iii flows were recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. Three days later, while still hospitalized, the patient experienced chest pain. Cag was conducted and thrombus was confirmed in the implanted cypher. To treat the thrombus, aspiration and poba with a 3.5x15mm balloon at 14 atm were conducted.